Event description:
It was reported that an infection occurred. The lead was explanted and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 7232cx implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2004. (B)(4).